Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b. H6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted.